Manufacturer narrative:
9/3/97-supplemental report 31 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during low anterior resection procedure. Reportedly, the safety would not release and the instrument would not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported that no patient injury occurred.